Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. Upon receipt of new or additional information and completion of the investigation, a follow-up report will be submitted as applicable. Expiration date: 08/2020.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superial femoral artery and popliteal artery with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device, dissection was identified. The target lesion was treated with drug-coated balloon angioplasty followed by stent placement.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superial femoral artery and popliteal artery with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device, dissection was identified. The target lesion was treated with drug-coated balloon angioplasty followed by stent placement. New information: it was reported sometime post procedure, patient developed reocclusion in the mid sfa. No other information was received.